Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. To date, there have been no adverse pt effects reported. The event will be re-evaluated if add'l info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this implantable lead was surgically abandoned (capped) during a device change out procedure due to high pacing thresholds (no measurements were provided to the customer). To date, there have been no adverse pt effects reported. The lead was actively implanted for approx 11 years, 8 months.